Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm. The insulin pump was received with scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.